Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clip could not be fed into the jaw properly. Besides, the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Additional information: response from the affiliate: the device was not fired on the hard object like the existing clips. The formed clips were scissoring and tear-drop shaped.